Event description:
The customer reported functionality was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was evaluated and ordered for replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.